Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe motor does not work. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to manufacturer: 9/30/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a "motor not running" error in the ehl, and during occlusion testing the screen said "motor not running" with a beeping sound. The cause of the customer reported problem was the motor not running error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced and calibrated the clutch, and the pump passed all functional tests and performed as intended after repair.